Event description:
Heli-fx endoanchors were implanted in a patient for the endovascular treatment of a 90 mm diameter ruptured abdominal aortic aneurysm from another manufacturer¿s stent graft system. It was reported that the patient had a bowel obstruction. The investigator¿s assessment in relation to the device and procedure is uncertain. The patient was hospitalized on the same day and had a sigmoidectomy. The event resolved. No additional clinical sequelae were reported.

Manufacturer narrative:
Film evaluation summary: the cause of the reported events could not be determined from the films provided. CT¿s reviewed revealed that another manufacturer¿s aaa stent graft (cook) was implanted in the patient. The proximal bifurcate was implanted just below the sma, and the right renal artery had been fenestrated and was patent. The max diameter aaa measured ~90mm and contrast was seen within the sac from a likely proximal type I endoleak and a possible type ii. Films from 8-days post endoanchor implant revealed that another manufacturers aortic cuff had been implanted into the proximal portion of the cook bifurcate, just above the level of the right renal artery fenestration which was chimneyed into the aortic body. In addition, multiple endoanchors were seen implanted near the level of the right renal, securing the bifurcate and cuff to the aortic wall. The max diameter aaa measured ~90mm and a slight amount of contrast was seen within the distal sac from a possible type ii endoleak. The previously seen proximal type I had resolved. The cause of the reported patient bowel obstruction could not be determined from the films provided. The cause of the patient death, which was reported by the physician as due to circulatory failure and unrelated to the device, also could not be determined. No issues with the endoanchors could be seen in the returned films. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received in relation to this case reported that the patient death not related to device/procedure. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.